Event description:
Healthcare professional reported a patient was injected with a total of 2mls juvéderm® volbella¿ with lidocaine and juvéderm® voluma¿ with lidocaine into the tear trough and cheekbone. About two and a half years later, the patient began to experience inflammation in the area of the right cheekbone and tear trough. Patient was treated with 60mg zamene for 4 days then 30mg for 3 days, and 15mg for 3 days in addition to receiving 500mg ciprofloxacin twice daily for the 10 days. A week after treatment was completed the inflammation returned. Patient was injected with hyalruonidase into the right cheekbone. Patient was started on zamene again: 60mg for a week, 30mg for a week, then 15mg for a week in addition to receiving 500mg azithromycin twice daily for the three weeks. Inflammation still returned to the cheekbone following treatment. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-94769). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.